Event description:
Reporter noted four of twelve surgical cases had intraocular fibers next day. Pulled one from eye during surgery; pulled another from outside of corneal wound next day. Two patients have fibers visible in anterior chamber. Feels there is potential for infection patient. 3 of 4: no problem to date.

Manufacturer narrative:
Product/fiber was not available for evaluation.